Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit received with cracked reservoir tube lip, minor scratched display window and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels for several days leading up to the call. Blood glucose level at the time of the incident was over 400 mg/dl. Blood glucose level at the time of the call was 441 mg/dl. The customer reported waking up on the morning of the call with a blood glucose level of 570 mg/dl, which was treated with a manual injection. The customer reported vomiting, having a lack of energy, and being nauseous. During troubleshooting, review of the insulin pump's alarm history showed that a no delivery alarm had occurred. During a follow up call, the customer reported having a blood glucose level of 490 mg/dl. Customer reported treating with a bolus, but the insulin pump was clicking during delivery. The customer treated the high blood glucose level with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.